Event description:
A customer reported that a sensor error message was received with the adc device therefore, the customer was unable to obtain sensor readings. The customer became hypoglycemic and experienced a loss of consciousness and was unable to self-treat. The ambulance was called and an unspecified blood glucose result was obtained and sugar was administered intravenously for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered in is based on the customer report of "july". The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device therefore, the customer was unable to obtain sensor readings. The customer became hypoglycemic and experienced a loss of consciousness and was unable to self-treat. The ambulance was called and an unspecified blood glucose result was obtained and sugar was administered intravenously for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.